Event description:
It was reported that the patient presented remotely via merlin.net experiencing discomfort and nausea. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal which resulted in the delivery of an inappropriate shock. Programming changes were suggested. No intervention was reported. The patient was in stable condition.